Manufacturer narrative:
The customer found that the water trap was broken. The customer had a spare water trap and replaced the part on the other system-1. The field service representative (fsr) will not be going out to the customer site. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer noticed there was a leak, they could hear air coming out of the electronic patient gas system (epgs). The device was not changed out, as the customer took the water trap bowl from another system-1 to resolve the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.